Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The sales representative was not aware of this case. This investigation would be updated should further information be provided..

Event description:
It was reported that this patient's implantable electrode was disconnected from the subcutaneous implantable cardioverter defibrillator, in an unspecified surgical procedure the patient had. Further information was received indicating the procedure performed was an emergency bypass surgery, and the surgeon had cut the implantable electrode. This issue caused a high out-of-range shock impedance measurement of over 400 ohms, and the subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently turned off. Eventually, another electrode was implanted as replacement, and the s-ICD was turned on. An engineering remote analysis was made to confirm adequate functionality of the system, and no issues were found. This electrode is not expected to be returned for analysis implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The sales representative was not aware of this case. This investigation would be updated should further information be provided.

Event description:
It was reported that this patient's implantable electrode was disconnected from the subcutaneous implantable cardioverter defibrillator, in an unspecified surgical procedure the patient had. This electrode remains implanted and no adverse patient effects were reported.